Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the patient controller is planned to be replaced. The patient has not visited the medical consultation so the cause of oor is not determined, and the patient controller was not replaced yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical spondylolisthesis. It was reported that after the stimulator was fully charged, when looking on the screen the setting value could not be use is displaying, a group, from 1 to 4 were all set to 0.8 however it became 0.4 and does not change. There were no known environmental, external, and patient factors that may have caused the event. Battery reset was performed, but there is no changes. Actions taken to resolve the issue were unknown. The issue was not resolved at the time of report. The patient's medical history includes anemia, thyroid. No health damage was reported. Additional information was received. When asked if the "setting value could not be used" screen was the settings not available screen, it was reported that it was "unable to be used". The cause of the settings changing from .8 to .4 and not changing was not determined, however, there is a high possibility of out of regulation (oor). The further actions taken, or are planned, to resolve this issue are that battery reset did not improve the condition; replacement. The problem has not been resolved because the patient has not gotten the medical consultation.

Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.